Event description:
The locking mechanism broke as it was being pushed into the tibial tray. They got another one and put in. No adverse events occurred.

Manufacturer narrative:
It was noted that the device was discarded by the hospital. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report.